Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that an impella 5.5 pump stopped unexpectedly roughly 14 hours into patient support. A high motor current was noted leading up to the failure. The pump was subsequently explanted and va ECMO was on standby for support if needed.

Manufacturer narrative:
The investigation has been completed. Per the clinical investigation, after 14 hours on support, pump stop occurred with noted high mc. The pump was not returned. Data log review showed a mc spike occur 2 hours prior to pump stop. Following the mc spike, mc trended upward with flows and ps trending down. The cause of the pump stop was most likely biomaterial due to data log review showing an mc spike flowed with increasing mc without p-level changes along with lowering flows and ps.